Event description:
It was reported that during a da vinci system training session that repeated recoverable fault 31055 occurred. The intuitive surgical, inc. Technical support engineer (tse) was unable to determine the cause of the fault. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the e-stop switch. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Probable root cause is attributed to the e-stop switch.